Manufacturer narrative:
Evaluation completed.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that graphic user interface touchscreen went completely black during patient use. The breath delivery unit was still ventilating the patient. There was no harm to the patient and the patient was placed on another ventilator without incident.